Event description:
It was reported that during an upgrade device procedure this left ventricular (lv) lead was attempted to be placed in the lateral vessel but no capture was seen. This lead was not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.